Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that (B)(6) 2007: patient presented with the following pre-op diagnosis: 1) lumbar spinal stenosis. 2) grade 2 spondylolisthesis, l4 on 5 3) l4 spondylolithesis. Procedure: 1) posterior spinal decompression, l3-4, l4-5. 2) l3 through l5 posterior spinal fusion with local autograft bmp, , and bone marrow aspirate. 3) right l4-5 transforaminal lumbar inter body fusion with peek, bmp, and local autograft. 4) l3 through l5 posterior , using anopen technique. 6) left posterior iliac crest bone marrow aspirate. Per op notes: the spacer was filled with one bmp sponge filled with local autograft. A second bmp sponge was filled with autograft and packed anteriorily along the annulus fibrosis. At l4 the fractured flap of pedicle was opened to allow free communication with the cancellous bone. With this done, our two remaining bmp sponges were filled with local autograft and packed over the decorticated surfaces at l3-4 bilaterally. Patient was taken to recovery room in the stable condition. Patient alleges unspecified injury due to the use of rhbmp-2.